Manufacturer narrative:
(B)(4).

Event description:
This patient expired the same day as this device was implanted. The patient showed up at the ER with multiple appropriate shocks with his previous ICD. The change out was done on (B)(6) 2017 and the patient expired later the same day. There were no complications during the change out. The nurse indicated that the patient had cardiogenic shock and does not believe the patients death is related to our device. It is believed that this system is still in the patient's body.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.